Manufacturer narrative:
The device was returned to olympus for annual maintenance. During the inspection, the reported issue could not be confirmed. It is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling. The instruction manual operation manual state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the image comes and goes on a videoscope. It is unknown when the reported issue occurred. There was no patient injury or adverse event reported to olympus.